Manufacturer narrative:
The customer contacted a siemens customer care center and reported that variance flags were obtained on patient samples on an advia chemistry xpt instrument. There were no hardware issues reported on this instrument and quality controls (qcs) were reported to be within acceptable ranges. The customer recalibrated the assays and siemens instructed the customer to perform a lamp energy check and a system wash. The customer reports the lamp energy and a cell blank were performed after the wash was completed on the system. Values were reported as being within specifications and qc was reported as being in-range. When patient samples were repeated, variance flags were still triggered. After a shutdown was performed, the operator replaced the halogen lamp. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran qc and patient samples, which recovered within acceptable ranges. The cause of the event is unknown and this report was filed in an abundance of caution as the correct results for these samples are unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Variance flags were triggered on creatinine_2 (crea_2) results from three patient samples on the advia chemistry xpt instrument. Variance flags were also obtained on lipase (lip) and total bilirubin_2 (tbil_2) results from one of these samples. Two samples were repeated on the same instrument for crea_2, resulting higher. None of these results were reported to the physician(s). The samples were not repeated again. The customer reported to the physician that no results were obtained for these samples and requested for new samples. The correct results for these samples are unknown. There were no known reports of patient intervention or adverse health consequences due to the flagged crea_2, lip, and tbil_2 results.